Manufacturer narrative:
One 3i t3 tapered implant, (bopt4310), and associated abutment were returned for investigation. There were no allegations against the abutment. Therefore, this investigation was conducted only on the implant and the reported event. Visual/physical evaluation of the as returned product identified signs of use (bone residue around external threads) but no apparent signs of malfunction. Functional testing could not be performed due to that nature of the device and event. DHR review was completed for the subject lot number 2022060914. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022060914 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: medical: other.¿ the customer did not submit images for the reported event. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi), rev j - 8/1/2022. Information identified: contraindications. Per the applicable IFU, ¿biomet 3i dental implants should not be placed in patients where the remaining jawbone is too diminished to provide adequate implant stability¿. Based on the investigation and risk management file review, the most likely root causes determined from the investigation were external factors (patient¿s conditions). Therefore, based on the available information, device malfunction has not occurred. Additionally, the reported event could not be verified since the exact details of event were unknown/unverifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
Per indicated: patient lost implant after a fall, trauma from occlusion. Symptoms as a result of the event: none. Surgical/medical intervention required for permanent damage: no. Additional appointment required: no. Was the procedure completed using another implant or another device? Yes.